Manufacturer narrative:
(B)(4). Device was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) could not be performed as the lot number was not provided. No emerging trends were found requiring further actions. Without the rod we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Normal wear and tear resulted in difficulty torqueing the screws/innies.